Manufacturer narrative:
This device is manufactured as bulk non-sterile and sold to an OEM (velano vascular) for further processing and distribution. The complaint sample was not returned for evaluation. A DHR review was conducted and no anomalies were seen. Leak testing is conducted as part of the manufacturing process for the device. The root cause of the reported complaint condition is unknown.

Event description:
A report was received regarding an alleged incident encountered during use of the device. The report states that when starting an IV, the device leaked at the extension tubing junction / joint off the tport. There were no patient complications associated with the alleged issue.